Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that the customer found black specks in the wall of the drip chamber. They found the black specs when we were made aware by our corporate offices that some of the primary plum sets had black specs and we had to check what we had in stock. There was no patient involvement or harm.